Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Event description:
Related manufacturer reference numbers: 1627487-2020-00260, 1627487-2020-00261. It was reported that high impedances were measured at the lead contacts and the patient experienced ineffective therapy. As a result, surgical intervention occurred to explant and replace the leads and extension, which addressed the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.